Manufacturer narrative:
Investigation summary: with all the information available, boston scientific concludes that the reported event of fiber stopped working is confirmed, as analysis identified the glass and metal caps were detached/separated. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion. The increase in temperature can be caused by tissue adhesion from constant heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap and metal cap detachment. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the device instructions for use (IFU), increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed the glass and metal caps were detached/separated and not returned. The fiber was tested with hene (helium-neon) laser fixture and no breaks were noted along the length of the device. The fiber connector passed the signature verification fixture test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure that distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap and metal cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was initially reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 10 minutes of fiber use under normal conditions. Further information received clarified that the fiber stopped working and there was no physical break of the fiber. The fiber was confirmed to be in good condition when the package was opened. The fiber was replaced to complete the procedure without patient complications. The fiber was returned and analysis identified that the glass and metal cap were detached / separated.

Manufacturer narrative:
Describe event or problem updated clarifying fiber performance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was initially reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 10 minutes of fiber use under normal conditions. Further information received clarified that the fiber stopped working and there was no physical break of the fiber. The fiber was confirmed to be in good condition when the package was opened. The fiber was replaced to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 10 minutes of fiber use under normal conditions. The fiber was replaced to complete the procedure without patient complications.